Event description:
The customer reported receiving an error message on his precision xtra meter and as a result of being unable to test, lost consciousness and self-treated with glucose tablets. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The f/u report will be sent when the investigation results are available.